Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image problem was due to board failure. In addition, an abnormal appearance was found with the connector section electrical contact and the cable switch did not work. The head imaging pixel was found to be defective as well. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had an image problem. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was confirmed that the water tightness was poor due to connector cracks. Therefore, it was likely that the poor watertightness caused by the connector crack caused the phenomenon of ¿bad image (color bar)¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.